Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 480mg/dl and a manual injection was administered to address the bg level. The customer used manual injections for diabetes management until contacting tandem technical support (cts). The customer had discarded all of their supplies prior to contacting cts, therefore cts was unable to perform a system check to determine a possible cause of the occlusion. During the call, the customer loaded new supplies and insulin delivery using the pump was resumed.